Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora balloon catheter, a burst and leak of the balloon occurred during balloon inflation. The burst was observed at an inflation pressure of 8 atm at nominal pressure. The target lesion was located on the mid circumflex (cx) artery. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. There was no resistance encountered during device advancement and excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the burst was observed at an inflation pressure of 8 atm during first inflation. The device was being used to pre-dilate the lesion. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: fluoroscopic images provided in relation to the reported event confirm the presence of lesions in the distal lad. The target lesion location is diffusely calcified. Initial balloon pressurisation shows partial inflation on the proximal end of the balloon. Subsequent images shows that the full balloon has expanded but the inflation profile is irregular. There is no evidence of contrast leak into the vessel. Therefore, the reported balloon burst/leak cannot be confirmed from the images provided. Correction: section d3. Suspect medical device MFR name and address. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later clarified that the lesion was located in the left anterior descending (lad) artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.